Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what vessel was being fired on when issue occurred? Pa. What is the surgeon¿s experience with the device? Very experienced. How many firings of device? This was fourth and final for procedure. Was the surgeon able to visualize the tips of the device during firing? Yes. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? Yes. Can it be confirmed that there was no extraneous tissue within jaws distal to the cut line? What is the or staff¿s cleaning routine between firings? Swishing jaws. How was the bleeding controlled? Were any staples seen in the surgical field? No the pa was stapled proximally and distally w/ no staples in the middle of the vessel was the staple retaining cap left in place during loading of device? What was the approximate size of vessel? Was a transfusion required? If so, how much? What is the current patient status? Living

Event description:
It was reported that during a bilobectomy procedure the device did not deploy staples in the middle of the staple line on the last firing. The surgeon created a thorocotomy to access the site to stop the bleeding. It was unknown how the bleeding was stopped. It was unknown how much blood was lost or if a transfusion was needed. It was unknown if another stapler was needed to complete the procedure. The patient is currently stable in post-op recovery.

Manufacturer narrative:
(B)(4). Batch number: p56x2g investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.